Manufacturer narrative:
Age/date of birth (years): ages are 56.96 ± 19.98. Sex/gender: (male: female): 10:13. Weight & ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is september 26, 2022. A complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens remains implanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Health effect - clinical code 4581: no code available (device dislocation). Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: incidence and risk factors of repositioning surgery to correct misalignment of toric intraocular lenses after cataract surgery: a single-center retrospective observational study a retrospective study was done to analyze the incidence and outcomes of repositioning surgery to correct misalignment of several toric intraocular lenses (iols) after cataract surgery. A total of 1,135 eyes were implanted with toric iols and were divided into three groups: acrysof sn6at2-t9 (monofocal) or snd1t2-t6 (multifocal) (n=786 eyes; alcon laboratories inc.), zeiss at torbi 709m (monofocal) or at lisa 909m (multifocal) (n=169 eyes; carl zeiss meditec ag) and tecnis zct100-400 (monofocal) or zmt150-400 (multifocal) (n=180 eyes; abbott medical optics). In patients implanted with tecnis zct100-400 or zmt150-400, 13 patients reported misalignment and had to undergo repositioning surgery. A copy of the article is provided with this report. Citation: honglei li, jiajun sun, huiran bai, lin leng, yunhai dai, xiaoming wu, incidence and risk factors of repositioning surgery to correct misalignment of toric intraocular lenses after cataract surgery: a single-center retrospective observational study, (2022), karger; page 1-6.